Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was failed. A field service engineer (fse) identified that the biometric identity reader was not responding and accessed the station remotely using the remote smart service to investigate the issue. The fse deployed the lumidigm software package, allowed the system to reboot automatically, and confirmed that the biometric identity login was functioning correctly after the update. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es biometric identifier was not functioning properly and displayed a required maintenance error message. The user informed that there was no visible physical damage to the bio-ID device, and the indicator light was illuminated; however, the reader was unable to successfully scan or recognize user credentials. Multiple station reboots were performed, but the issue persisted. However, there were no delays or adverse events or injuries reported based on this event.